Manufacturer narrative:
Based on the available information the device will not be returned as it remains in the patient therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. Additional devices listed in this report: 33654307 infinity poly size 3. 220220903 inbone talar dome. 200347901 inbone talar stem. Device remains implanted in patient.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Allegedly, the patient may need to undergo a revision surgery due to cystic changes in the distal tibia.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Allegedly, the patient may need to undergo a revision surgery due to cystic changes in the distal tibia.

Manufacturer narrative:
Correction h6 results and conclusion the complaint could be confirmed, since the returned image for evaluation matches the alleged failure. Medical profession reviewed the received information and noted: irregularities can be found that would indicate why the patient had to undergo a revision. The CT-slices show the formation of a big cyst next to the tibial tray, also, the tibial tray has subsided, indicative of loosening of the tibial tray. No irregularities can be found in relation to any implant. The available information shows no signs of irregularities of the implant components. Yet, irregularities of the pe-liner cannot be ruled out without investigating the retrieved implant after revision. The CT-slice show the presence of a screws that were used for a subtalar arthrodesis before the index surgery has taken place. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. Based on investigation, the root cause was attributed to a patient factors issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.